Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was myocardial infarction. The customer became ill, and had been vomiting the day prior to passing. The caller did not know the customer's blood glucose, at the time of death. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller stated that the customer used sensors but was unsure whether a sensor was worn at the time of death or not. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: (B)(6) 2015 daily total insulin = 33.125u, there was no data listed for daily total insulin on (B)(6) 2015. There was no download history after (B)(6) 2015. The insulin pump was received with depleted battery installed.